Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited myopotential oversensing, specifically during deep breaths and coughs, thus inhibiting regular pacing functionality, the patient's device was not reprogrammed, and they are stable. The device will continue to be monitored.